Manufacturer narrative:
Aware date was used as event date as actual event date was not known. Aware date was used as implant date as actual implant date was not known. Aware date was used as explant date as actual explant date was not known.

Event description:
Reported via social media. It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Later that same day, the device was found to have embolized. The patient had to have emergency surgery where the device was explanted. No additional information is known at this time.